Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/08/2018 that on (B)(6) 2018, the charging cable had overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the charging cable having overheating could not be determined. A probable cause could not be determined.